Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial and right ventricular leads became dislodged later in day after implant. Excessive movement after implant caused the leads to become dislodged. The leads were repositioned successfully on (B)(6) 2018. It was noted that the patient was upset about undergoing the repositioning procedure. The patient was stable throughout.